Event description:
Pt had a 4fr angiodynamics PICC placed. A few hours after the PICC was placed, it was found to be leaking. The PICC was exchanged for a new 4fr angiod PICC and within 24 hours this PICC was found to be leaking at the hub as well. A third PICC was placed and there was no leaking. We have now had 6 piccs leaking at the hub from various pts and sizes in a 4 week time period. We have stopped placing all angiodynamics piccs in our facility. Reason for use: tpn.